Event description:
On (B)(6) 2013, it was reported that the hospital had a generator to return because it was "defective". Review of the generator device history records confirmed all quality tests were passed prior to distribution. Follow up with the site found that the packaging of the generator was opened and the surgeon noticed that the "silicone o-ring that fits where the screw fits was not seated." (The septum plug was out of the septum.) This was observed after the packaging was opened, without any manipulation/trauma to the generator. The surgeon did not try to reseat the part on the device and the generator was never implanted in a patient. The generator was returned to the manufacturer and product analysis was performed. Although (in its "as-received" condition) the negative septum was observed to be dislodged from the header cavity, its dimensions and that of the generator septum cavities met design specifications; a reason for observed condition is unknown; septum and setscrew appear to have been manipulated. While signs of manipulation of the setscrew and septum are present, a root cause for the condition could not be determined. All dimensions related to the generator septum cavity and septum are within specifications. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 2.213% of the battery had been consumed. Other than the visual observations, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Although device failure occurred, it did not lead to a death or serious injury.